Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus elite ous mr 2.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the first proximal row with stent struts pulled distally and lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during advancing attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 20 x 2.50 promus elite drug-eluting stent was advanced but failed to cross the lesion and it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.